Manufacturer narrative:
On july 22,2024, the investigating leica field application specialist concluded that the device did contribute to the incident reported. According to the leica field service engineer who examined the device at the customer site, the springs in the cassette holder were harder to compress than is normal. This necessitated the user to employ excessive force while removing the cassette from the cassette holder. While the blade guard should have been employed to cover the blade during the removal of the cassette from the cassette holder, the higher than usual force employed during this process increased the force with which the user¿s finger came into contact with the uncovered blade, thereby exacerbating the injury to the user¿s finger. During the service visit from (B)(6) 2024, the cassette clamp of the instrument was replaced with a new universal cassette clamp. The knife holder was also adjusted, and the microtome mechanism cleaned and lubricated. After testing the functionality of the device according to the service manual and the preventive maintenance checklist, the device was returned to regular use.

Manufacturer narrative:
Upon customer request an appointment for preventive maintenance service has been scheduled for this instrument for june 28th, 2024 to ensure that there is no issue with the device itself. The lbs field application specialist, who is investigating this event with the customer, reminded the customer that it is always a good standard safety practice to ensure both the handwheel is locked and the blade guard is in place whenever inserting or removing a tissue block to or from the block-holder.

Event description:
On may 28th, 2024 leica biosystems was informed that on (B)(6) 2024, during the routine operation of the device, a laboratory technician sustained an injury to her left middle finger. The customer stated that the injury occured while the technician removed a sample block from the block holder of the device. At this time the handwheel lock had been engaged, but the blade guard did not cover the microtome blade. This caused the finger of the technician to come into contact with the microtome blade, causing the injury. The technician was seen by a physician and treated with liquid glue and steri-strips on the day of the incident. She returned to work the following day.